Event description:
According to the reporter, during a procedure, the first reload was connected to the powered handle and firing was initiated; however, the firing stopped midway and was pulled back. After that, the second reload was connected to a manual handle and firing was attempted again, but it also stopped midway. Additional resection was performed, and the resection was carried out at a different site from the original resection line using another stapler available in the hospital.

Manufacturer narrative:
D10 concomitant products: egiaustnd, egiaustnd endogia ultra univ std stap, (lot # unknown) sigphandle, sig power sigphandle handle, (serial # unknown) sigpshell, sig power sigpshell control shell, (lot # unknown) sigadaptstnd, sig power sigadaptstnd linear adapter, (serial # unknown) sigtrsb60axt, sigtrsb60axt 60mm xtr thk reinforced rel, (lot # unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.